Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india this phenomenon was attributed to the inappropriate reprocessing at the user facility, because foreign material is also attached to the area that can be washed by brushing.

Manufacturer narrative:
The subject device was returned to olympus medical systems (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
There were foreign materials around the forceps elevator of the subject device. There was no report of patient injury associated with this event.